Event description:
On (B)(6), 2011 the patient reported he had experienced difficulty with the up/down buttons of his infusion device for the past few months. He stated the buttons did not respond to button presses for boluses and other functions. He would also notice the display would not change and the infusion device did not beep. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.